Manufacturer narrative:
A trumpf medical service technician inspected the iled 7 duo surgical light system and confirmed that the spring arm was separating from the central axis. The circlip and washers were replaced properly and the light functioned as intended. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the circlip in this joint can result in the slipping down or falling of the spring arm and light head components.

Event description:
A user facility reported that the spring arm of a trumpf medical surgical light was separating from the central axis arm. No injury or patient impact was reported.